Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that there was a delay in patient care while the user obtained the required medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the field service engineer has no issues detected and confirmed with customer that the issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.